Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that patient lost therapy and the ipg was unable to communicate with external devices. It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.